Event description:
Reportedly, the rf head functins intermitently.

Manufacturer narrative:
The investigation of the subject product reproduced the reported issue. The visual inspection of the subject product showed that it had at last one shock (did it fall to the floor?) Because the plastics are moving away from their spaces. The rf link communication head operates intermittently depending on the positioning of the bent cord. The observed damage can explain the intermittent functioning because of probable weaker contacts within the subject product and could explain the operating issues reported in the complaint. Communication malfunction is confirmed for the subject device most probably due to inappropriate use of the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the rf head functins intermittently.